Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-11872. It was reported that the patient's trial lead fractured while being explanted, leaving half of the lead still implanted in the patient. Surgical intervention is pending to explant the remaining part of the lead. It is unknown which lead fractured, therefore both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up identified that the patient underwent surgical intervention to have the remaining part of the lead explanted.